Event description:
Hospital personnel responded to a pt described as in full cardiac arrest. The device charged and discharged twice, delivering energy to the pt, but, on the third attempt, the device charged but would not discharge when the discharge buttons were pressed. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.

Manufacturer narrative:
In a conversation with the service rep, the reporter indicated the device was most likely used in the battery mode during the reported event.